Event description:
On (B)(6) 2026 the patient came to (B)(6) for an elective right total hip replacement. During the insertion of the cement restrictor- utilizing a stryker bio prep and bone preparation kit, slight resistance was met when inserting at about 11 mm from the medial calcar of the femur neck cut, but the orthopedist was able to get the cement restrictor to the 11.5 mm (ultimate depth needed was 12 mm). When they were attempting to unscrew the inserter from the restrictor, the inserting mechanism failed to unscrew. Several attempts were made to unscrew the inserter, and after approximately an hour of attempts, the distal tip of the insertor arm/handle broke off 9 mm from the cement restrictor. This left about two thirds of the inserting mechanism in the canal of the bone, with the tip just below the surface of the bone making its retrieval extremely difficult. Multiple attempts were made to remove the remaining inserting device including using a k-wire (there were no needle nose vice grips available/on stock at our hospital, and there was a call as well to (B)(6) , our " mother" hospital, and they did not have them either) down the canal as a guide wire- which failed, and multiple different drills were attempted for over almost two more hours to retrieve the mechanism, but all attempts failed. The second orthopedist on staff also scrubbed in to assess the situation but had no other recommendations or suggestions at retrieval. The zimmer rep. (B)(6) was also in attendance during this event. After over three hours of attempts at removal the orthopedist decided to terminate all efforts and the patient was closed up, anesthesia reversed and was taken to pacu to recover in stable condition. The orthopedist discussed the events with the patient and husband, and then he made a call to his colleague at (B)(6) medical center in (B)(6) and the patient was ultimately transferred to their facility for definitive care and treatment, where her surgery was not completed until (B)(6) 2026- and per report a trephine had to be utilized to remove to restrictor and inserter, a cerclage was placed, and the patient now needs extensive rehab due to complications. The same orthopedist performed the patients left total hip the year prior in 2025 and utilized a zimmer restrictor/ insertor set which worked better as this patient has a very small frame/ bone structure. He does not think that this event was due to a device failure, rather than that the insertor was simply too big in diameter for this patient. We, as a hospital/team have completed an internal investigation and that is our conclusion. We have ordered zimmer inserters to have in stock as well for future patients that have small frames/ bone structures.